Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown product type lead device code c63133 applies to the lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Rep and hcp reported blood in the lumen of the lead and they wanted to know if that indicates the structural integrity of the lead has been damaged. It was reviewed that the lead is not guaranteed to be hermetically sealed, thus it implies that blood can get into the lumen. Hcp has been requesting the leads get replaced whenever they saw blood in the past. No further patient complications have been reported as a result of this event.